Event description:
In attempts to split an uncoated round medication pill into equal halves, the device crushes the pill rendering it unusable as dose cannot safely be determined. Splitting a coated pill is a little better but still results in multiple chunks vs the desired 2 pieces.